Manufacturer narrative:
Initial and final MDR 1879764- MDR 3003442380-2024-06209 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient encountered three infusion set cannulas were kinked within 3 hours of insertion on (B)(6) 2024. The insertion site of the infusion site was at abdomen. The patient regularly rotated the site location and confirmed that the introducer needle was ahead of the cannula prior to insertion. The issue got resolved by replacing the infusion set and resumed insulin successfully. The patient's blood glucose at time issue noticed was 300-390 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.